Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The investigation was limited by the unavailability of calibration and quality control data. Initially reactive results may occur in infectious disease testing and are often associated with pre-analytical factors, such as unspecific bindings due to small fibrin clots or unstable interfering molecules like igms. The customer was advised to follow confirmatory testing algorithms for repeatedly reactive samples, including western blot and hiv rna tests, and to assess results in conjunction with the patient¿s medical history and clinical findings.

Event description:
The initial reporter alleged they received an initially reactive result for a patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 8000 - cobas e 602 module. The patient sample was tested three times using the elecsys hiv combi pt assay. The first result was 1.37 coi (reactive). The second result was 0.183 coi (non-reactive), and the third result was 0.191 coi (non-reactive).